Manufacturer narrative:
(B)(4) a visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 06/16/2010. A document assessment (fmea-08-037) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit will not power up prior to use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and the neptune was connected to 110 vac. The unit immediately fell out of service at the initial power connect test with no response at all to an electrical source. This failure is indicative of a defective power supply pcb. The on-board power supply pcb was by-passed with a known good power supply pcb and the test was attempted again with no success. With no response to the power supply by-pass the failure points to the power control pcb. This pcb controls all micro processing functions of unit. Based on the investigation performed, the reported complaint was confirmed. The investigation revealed a defective electronic component. The root cause for the failure is unknown.

Event description:
The event is reported as: the unit will not power up prior to use. There was no patient involvement reported.